Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the upper left arm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated for one minute upon second inflation. The device was removed from the patient body without any problem. The procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.